Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The company representative replaced the table top illuminator, then tested the system and found it met product specifications. The table top illuminator has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A director of nursing reported receiving system messages during surgery. The system was switched out and the case was completed. There was no patient harm reported.